Event description:
It was reported that there was foreign material on the wire. A rotawire drive was selected for use. During preparation, it was noted that something like glue was noted near the tip of the wire. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that there was foreign material on the wire. A rotawire drive was selected for use. During preparation, it was noted that something like glue was noted near the tip of the wire. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the rotawire drive. A visual inspection of the device revealed that the spring tip was bent and stretched. There was no foreign material noted on the device upon return. This investigation has been assigned an investigation conclusion code of no problem detected.